Manufacturer narrative:
(B)(4) visual examination of the returned product identified the guide rod to be fractured between the head and thread feature. The head of the guide rod is nicked and scratched. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure while the surgeon was placing the version guide on the g7 impactor handle, they tightened it down and the guide post snapped in half. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.